Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Logs were reviewed and found evidence of ECG monitoring failure during the patient event dated 04/22/2026. No rapid ID cable changes, unsupported cable ID events, or device resets were observed in the logs. The multifunction cable (mfc) was not returned for evaluation. The device passed functional testing including bench and ECG stress testing without duplicating the customer report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.